Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient resumed device use. This is the final report.

Event description:
The recipient reportedly experienced swelling at the implant site. The recipient was prescribed amoxicillin prophylactically for 21 days. The recipient's swelling resolved.